Event description:
It was reported that t:slim x2 pump battery would not charge even though caller used tandem charging cable and wall adapter with working wall outlet, and pump did not recognize charging connection despite remaining plugged in for at least 30 minutes without any low power or shutdown alarms. There was no reported impact to the customer¿s blood glucose level. Caller tried different wall adapters and charging cables without success, but pump later started working again, and technical support did not send replacement pump, with no additional corrective actions described.